Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have one blade broken at the base. A piece approximately .2690-inch x .0620 inch was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had a cutter head fracture. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operating room nurse inspected the instruments before the operation and found no issues. However, the instruments still broke down during the operation. Therefore, the operating room believed it was a quality problem with the instruments and insisted on returning or exchanging them. At that time, no video or corresponding consumables were retained.